Event description:
It was reported basal history was missing data despite being in use. Customer's blood glucose level ranged from 230-280 mg/dl. Customer continued using the pump for insulin therapy, but also had an alternate method of therapy available.